Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for non-malignant pain and joint pain/arthritis. The pump had been alarming every ten minutes and when the patient tried to use the personal therapy manager (ptm) it showed an error message of "8476" which would indicate a motor stall. The patient was "kind of achy". The event date was (B)(6) 2016 and the patient took some pain pills. The reporter was advised to contact her doctor as soon as possible to get the pump checked. It was not reported if the pump was replaced due to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.